Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable, and the distribution node to the rear therapy electrode cables were pulled from the strain relief, damaging trunk cable connectors j702, and j704 on the distribution node pca. Additionally, the belt was missing the therapy electrodes, interconnect cable, ECG "a" and "b," and ECG "c" and "d" cables, and ECG "a," "b," "c," and "d" domes. The root cause for the damaged belt was excessive force. Device manufacturer date: monitor: 02/17/2014, electrode belt: 07/17/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020.   Review of the download data indicates that the patient entered ventricular tachycardia (vt) at 200 bpm at 10:21:16 on (B)(6) 2020. The lifevest delivered one treatment shock at 10:22:29 while the patient was in vt at 180 bpm. The post-shock rhythm was vt at 160 bpm. The lifevest delivered a second treatment at 10:22:51 while the patient was in vt at 200 bpm. The post-shock rhythm was asystole with cardiac activity and motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was in asystole with intermittent cardiac activity and motion artifact from approximately 10:23:03 until the device shutdown at 11:28:39 on (B)(6) 2020.